Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately a month before she contacted lfs. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with a combination of diabetes medications (novolog 60 units with each meal, levemir 120 units in am and pm, and glucophage 100 in am and pm). The patient confirmed that she continued with her usual dose of medications after the alleged product issue. The patient was unable to confirm/respond if she developed any symptoms. At an unspecified date after the issue began, the patient claimed that she was sent to the emergency room (ER). The patient reported that her blood glucose was tested with the ER meter and obtained a result of "37 mg/dl". The patient informed the cca that she was treated with IV fluid treatment and was admitted in the hospital for an unspecified amount of time. At the time of troubleshooting, the cca documented that there was no misuse of the reported meter. The cca was able to train the patient in turning the subject meter on by insertion of a test strip and by pressing the power button. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported power issue and reportedly required medical treatment suggestive of hypoglycemia after the alleged meter issue began.